Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced when the patient performed specific arm movements. The physician elected to program around the atrial noise at his own discretion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.